Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address elevated bg. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue.